Event description:
This spontaneous case, reported by the pt himself, concerns a male pt of unknown origin. The pt's medical history included: bypass (2002), major trauma to the left leg (approx ten months later), heart attack (1996), double angioplasty with stents (2000). Concomitant medications included: metformin and acarbose for diabetes. The pt took insulin lispro protamine suspension 75%, insulin lispro 25%, 45 iu (frequency unknown) for the treatment of type ii diabetes mellitus, beginning on an unknown date in 1998. The pt was reported to use both a prefilled pen and cartridges via a humapen ergo unknown pen body type (unknown lot). Approximately six months prior to the initial report, while the pt was using these devices, he experienced high blood glucose levels every three to four weeks. The patient's blood glucose levels would rise to around 22-28 (units not provided) from his usual valve of 8. On an unknown date, the hosp changed the patient's pen to a humapen luxura burgundy pen body with a clear cartridge holder attached (lot unknown) thinking that his blood glucose levels were due to the pen usage but he still experienced episodes of high blood glucose between 22-28. Corrective treatment was unknown. During the period, he was using the humapen ergo and humapen luxura, the pt reported that he was re-using needles as advised by the diabetic clinic. On an unknown date, the pt changed the type of needles to unifine pen tips. At the time of reporting, the pt was using bd microfine needles and was not re-using the needles following advice from the customer careline. Consequently, the patient's blood sugar levels were reported to be under control for the past couple of weeks. In 2008 at 16:00hours, the patient's blood sugar reading was 7.9 which the pt considered normal. The pt believe it was the needles that were causing his blood glucose to rise and not the use of the co devices. Insulin treatment was ongoing. This case is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was a trained user. It was unknown how long the pt had used the devices. The return of the devices were not anticipated. Refer to results/conclusion section. The lot number was not provided. As this was a consumer report, an opinion of relatedness was not provided. Update 05/16/08; additional info rec'd in gpcms 05/13/08 and processed at the same time as the initial case. Update 05/29/08; additional info rec'd 05/22/2008; added suspect devices humapen ergo and humalog mix prefilled pen; updated narrative with details of the event and info regarding the re-use of needles; changed event outcome for event of random blood glucose from not recovered to recovered; changed improper use/storage from no to yes for the humapen luxura to reflect the re-use of needles and completed the EU/ca device tab, amended most significant device category from non serious to serious; added blood glucose value for 05/22/08; all relevant fields updated. Update 06/18/08; additional info provided in gpcms 06/18/08; added updated lss analysis summary to qc info tab for humapen luxura. Update 06/19/08; additional info provided in gpcms 06/19/08; added lss analysis summary to qc info tab for the humapen ergo and updated EU/ca device fields; added amended lss analysis summary for the humapen luxura.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. Note: this report includes final evaluation findings. No additional info is expected. Evaluation summary: the user did not report a product complaint but did report experiencing hyperglycemia while using humapen ergo (lot number unknown). Customer service recommended to the user, a different needle brand and emphasized the importance of changing needles before each injection. The user did not return the pen to the MFR for investigation. Malfunction unknown evidence of improper use or storage: there is evidence of improper use. The user reused needles. Needle reuse can result in an underdose. During follow-up, the user reported their hyperglycemia resolved after changing needle brands and changing needles before each injection.